Manufacturer narrative:
Sample is not available for investigation. If lot# becomes available, a follow up report will be sent.

Event description:
The event was reported as: a surgeon was using the capio suture and the bullet broke from the suture and was not found. No reported patient injury. No further information available.